Event description:
Nellcor puritan bennett service center reported that during service of a n-550 unit, it was found to have no audio.

Manufacturer narrative:
Technician replaced the speaker to restore audio and also reported that the wire of the speaker assembly had been damaged by the case of the unit.